Manufacturer narrative:
: The field service engineer (fse) noted a slice in the tubing as reported by customer. The fse discovered the probe rinse block was overflowing due to lack of vacuum. The fse rinsed the probe wash block and resolved the issue. The unit conformed to the manufacture's published performance specifications. Eval code: block. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported approximately one milliliter (ml) of blood fluid leaked near the shuttle and contained within the unit involving lh slide stainer. The customer noticed a slice in the tubing. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. No patient results were impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.